Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The motor passed the motor test. No motor error alarm was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.